Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occurred. The chronic totally occluded, 4.00mm target lesion was located in the rad vessel. A promus premier drug-eluting stent (des) was advanced for treatment. However, after the lesion was dilated, acute thrombosis in the stent was noted. A supplementary 28x4.00mm promus premier des was advanced but it was twined with a guidezilla guide extension catheter and was severely wearing. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable. It was further reported that only one stent was used and this is the same device reported in emdr 2134265-2019-04936.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occurred. The chronic totally occluded, 4.00mm target lesion was located in the rad vessel. A promus premier dug-eluting stent (des) was advanced for treatment. However, after the lesion was dilated, acute thrombosis in the stent was noted. A supplementary 28x4.00mm promus premier des was advanced but it was twined with a guidezilla guide extension catheter and was severely wearing. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.